Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. One fluoroscopic cine loop containing the valve load inspection, first and second pre-implant balloon dilatation (pid) and implant were provided for review of the event. The patient summary was not provided for anatomical review. The provided images of the first and second valve load inspections show no abnormalities. The pid with a 20 millimeter (mm) balloon shows a strongly calcified native aortic valve ¿ mainly on the left coronary cusp (lcc) side. This was the reason to pre-dilate the native valve twice with the 20 mm balloon. The subsequent implant attempt resulted in an infold on the valve frame¿s lcc side where the alleged calcification was situated. After the infold could not be resolved, it was decided to withdraw the system and do another aortic valve dilatation with a 22 mm balloon and after a successful fluoroscopic check, implant a new evolut valve. The implant resulted in a good outcome with minimal paravalvular leak (pvl) on the lcc side. Evolut frame infolding can be caused by a variety of factors, including crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. No misload in terms of crown overlap could be detected. Heavy valve calcification was present and therefore made the occurrence of an infold possible. After a successful second pid the result was improved, and no adverse patient effects were reported. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the reported heavy calcification was the most likely cause of the infold. The image review supports this by confirming the infold location on the lcc side where the alleged calcification was situated. Ultimately, a new system was used and no further adverse patient effects were reported. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the procedure was delayed a couple of minutes due to the infold without any patient effect.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a highly calcified aortic, a pre-balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) balloon. The valve was deployed and an infold was noted. The valve was recaptured and removed from the patient. Another pre-bav was performed with a 22 mm balloon. The valve was attempted to be reloaded however one strut was bent. The system was exchanged for a new system. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.